Manufacturer narrative:
The site has been unresponsive since the initial report. The ring was not available for evaluation.

Event description:
The facility reported that upon inserting the iol into the capsular bag the malyugin ring was snared and encapsulated with the iol.